Event description:
In 2008, an individual was being assisted with her bath by a mental health technician. The tech placed a sling under and around the individual in preparation for a mechanical lift with the nor-am ready lift. The sling was attached to the lift arm using the proper belt loop ends. The individual was raised clear of the tub and moved toward her wheelchair. Before reaching the wheelchair she fell from the sling when the left top strap supporting her right upper torso came unconnected. She fell approx 3 1/2 feet to the floor. She landed on her right shoulder and then hit her head causing a laceration approx 4cm in length. The next day, some slight swelling and light bruising was noted to the right shoulder and x-rays were completed. There were no fractures identified. At the time of the event, the tech was also required to demonstrate how the body sling was connected to the nor-am ready lift serial # erl010010. The tech's demonstration of applying the sling straps to the mechanical lift was per training, written protocols and MFR's recommendations. To avoid a reoccurrence with another individual. The lift was removed from service until it could be assessed. During the physical and mechanical eval of the nor-am ready lift on the same day, it was noted that the straps on the body sling that attach to the lift bar cannot accidentally pop free during the transfer process due to the tension on the straps. It was noted, however, that the strap loops are stiff by nature due to their high tensile break strength rating. When the straps are first secured, they have sufficient slack to allow placement on the lift connecting locations. The loops are stiff enough that movement in the sling could and did allow the strap loop to move toward the edge of the connecting location instead of seating properly in it. It is most likely that this occurred during the lift and transfer on the previous day, when the individual fell. The MFR's literature and training materials suggest that the mechanical lift is a safe device for use by one person. It appears that a device to lock the straps in place could be secured to the lift to prevent future occurrences. Fyi: when attempting to contact the MFR; I was told that united pt care products was no longer in business and had been bought by another company. Company informed me that they had purchased nor-am, that they no longer serviced nor-am equipment but that they manufacture a lift that is based on the lift in question.